Manufacturer narrative:
The fse evaluated the device while onsite and could not duplicate the reported problem. The fse reported the device passed the external battery test during troubleshooting and the device passed all required tests. No parts were replaced. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: n/a.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported ac power is not charging the battery. The customer reported there was no patient involvement.